Event description:
It was reported that when the physician was deploying the device, he hesitated just prior to it being deployed and it became stuck in the spline and only partially deployed. The device was removed via the jugular using a retrieval device and another filter was implanted. There was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Received for evaluation were one pusher wire inside the storage tube and y-body and a guide wire of unk origin. The touhy on the y-body was loose, otherwise the items returned were intact and undamaged. Pusher wire measurements were within specification. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive, as no filter and no introducer sheath were returned; the root cause is unk. The current info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.